Event description:
Caller called to report that during deployment of preclose by abbott that the device failed and cut off blood supply to her mothers femoral artery. Once the procedure was completed her mom complained that she was in pain and required a scan. The scan showed the blood circulation was cut off in the artery. This caused an additional procedure and longer recovery time. The reporter leaned that there were other preclose procedures on same day as her mothers that also failed. The reporter has tried to contact abbott twice to report the incident and they've not responded. She would like for them to know what has happened so that it will not happen to others.